Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. A field service engineer (fse) checked the analyzer and performed adjustments on the gear pump head pressure, cuvette rinse levels, and lowered the main water pressure. The fse discovered the tubing on the cuvette washing station was punctured and repaired it. The investigation was unable to determine a direct root cause. The customer has not reported any issues since the fse's actions.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. Patient 1's initial result was 690 umol/l, and the repeat result was 90 umol/l. Patient 2's initial result was 468 umol/l, and the repeat result was 98 umol/l. Patient 3's initial result was 366 umol/l, and the repeat result was 96 umol/l.